Event description:
It was reported to the aci sales professional on (B)(4) 2010 that a female, pt, underwent a catheterization procedure (exact date unk). Access was obtained via a 6f sheath. The physician in training proceeded to use the mynx device for closure. Hemostasis was achieved successfully. Post procedure, the pt developed a hematoma while in the recovery area which was treated with add'l compression. She was admitted for overnight stay in accordance with standard hospital protocol for observation. The next day, the pt complained of pain in her groin. An ultrasound revealed a pseudoaneurysm (psa) which was treated with a thrombin injection. The pt was discharged without any further clinical sequelae.

Manufacturer narrative:
Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.